Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy which resulted in the development of peritonitis. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin injections (inj.) (1g stat and every 5th day), ip fortum inj. (1g twice daily for 10 days) and intramuscular amikacin inj. (500mg for 10 days) for the event. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.